Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed them to continue using the pump and to call back if any malfunction code recurred. The customer acknowledged and understood these instructions.